Event description:
It was reported that an actiflo indwelling bowel catheter was inserted for the management of diarrhea in a compromised and very ill patient. After 1-2 weeks of wear time the patient developed rectal bleeding. The patient was receiving anti-coagulants. A colonoscopy was performed but reportedly the cause of the bleed could not be determined due to fresh blood. A blood transfusion was given and the rectal catheter was discontinued. There was no further medical intervention. The patient was moved to a step down unit 3 days later.